Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, tubing hole from needle (reservoir tubing). Surgeon pulled apart tubing while trying to explant reservoir. Device removed and replaced. The needle hole was the reason for the revision surgery and was believed to have occurred at the original implant. The system was leaking saline and the device did not inflate or function properly anymore. There was a needle old in the reservoir tubing leaving to the implant. With a hole in the system it was possible that blood or other fluids/bacteria were introduced to the system. The physician wanted to make sure everything was clean and in working condition. The physician explanted everything and implanted new components.